Event description:
Additional information was received. Consumer reported their urologist felt their trial in 2014 did not work at all and that it was a placebo. Patient reported they thought it worked because they did not have any urinary urges or constipation, but that it did not work after the first 3 'magical' days. Patient wanted to do another trial with a different physician because they felt that it worked. No patient complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer and health care provider (hcp) reported that the trial worked great for the first 2 to 3 days, but then after that she lost relief and it stopped doing anything. The patient had a loss of therapeutic effect. The patient's hcp decided to keep the trial in longer. The trial started on (B)(6) 2014. The patient had the trial for urinary, but it even helped their bowels. The patient had the trial for urinary urgency and constipation. The patient was trying the neurostimulator for her frequency symptoms, waking up to go around 6 times per night. The first 3 days of the trial were a success, waking up 1-2 times and starting the 4th night, she got up 3 times, next night 4 times then 5 and now she was back to 6. The patient had done a lot of bending and squatting and thought the lead had migrated, but the hcp told her the lead cannot move. According to him once it was in place it cannot move because it was done in the or and the device was anchored. She has the anchor type of lead. The manufacturer representative was at the implant and never told the patient to avoid sudden or excessive bending and twisting. The green light was still on for the ens (external stimulator) and the patient could feel stimulation. The representative adjusted setting 3 days after trial started. When she increased stimulation, she can feel stimulation and according to the hcp that meant it hadn't move. The cause of the event was "difficult patient issue". The difficult patient had some neuroses, making diagnosis, treatment and assessment difficult. Regarding troubleshooting, interventions or other actions taken, it was noted "yes, no change," action not further specified. No malfunctions were seen and the cause of issue determined was not determined. Patient was not recovered with symptoms/issue ongoing. The hcp would not repeat the trial and another hcp told the patient the same thing that the lead could not move. The patient was going to see a urogynolocologist and would talk to them about it. They had found other things since the trial including a rectal thing that was fixed, rectocele. The patient had bladder spasms and had other anatomic issues.